Event description:
The patient's mother stated that the pump stopped working on (B)(6), the day she called animas. She says she changed the battery six times and the pump would not power on. She says the patient's blood glucose level was 200 mg/dl when the issue started and increased to 400 mg/dl because the pump was not working and she gave the patient insulin via injections. She denies that the patient suffered symptoms of elevated blood glucose. This situation is not indicative of a serious injury. There was no structural damage to the pump or battery cap. There was no visible corrosion in the battery compartment. This complaint is being reported because the user alleged that the pump did not power on.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed multiple replace battery alarms related to low battery voltage. No damage was found to the battery compartment or cap. The battery cap secured and the pump powered on appropriately. During the ezprime operation, the pump emitted a replace battery alarm. The pump electrical current draws were tested and found to be within specifications. The battery cap was tested and was found to be within specifications. The pump was opened and no defects were found to the power circuit. A cold solder joint was found on one of the pump components. The pump alarmed during testing to alert the user of a depleted battery, the issue would not be likely to cause an injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.